Event description:
The pulmonetic systems, ltv 900 ventilator has had 3 hardware failures in the past 12 mos. All different ventilators, same model. All incidents were life-threatening or possible death. One incident would have killed pt instantly. When the ltv 900 started to malfunction, pt was removed from the ventilator for inspection. At that time the ventilator was shut-off and restarted. At that time it exhaled a tremendous amount of back-pressure. If pt had been on the ventilator it would have blown lung to pieces. Other incidents were when the vent started to malfunction and emitted a smell of wire burning. Rptr feels the new ventilators are a good thing but should not be ignored if they malfunction in serious ways.